Event description:
During activation of the unit, the needle separated from the stylet. No harm to the pt.

Manufacturer narrative:
The actual device is not available for evaluation as the unit has been discarded. A rep unit will be sent for investigation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.